Manufacturer narrative:
One controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since the unit in question was not returned for evaluation and the log files that were available for analysis did not cover the date of the reported event. Analysis of the device could not be performed since the device was not returned for evaluation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient's controller had a date and time error that was seen in the log files. The controller was exchanged with no reported consequence or impact to the patient. No further information was provided.